Event description:
The customer reported that thecentral nurse's station (cns) loss communication with 3 remote nurse's stations (rns).

Manufacturer narrative:
Details of complaint: the customer stated that 3 remote network stations (rnss) on the 3rd floor were in comm loss. They checked and reset the switches on the 3rd, 5th and 7th floors, but the issue persisted, and no devices were seen at the central nurse's station (cns). No patient harm or injury was reported. Investigation summary: the available information reasonably suggests that the root cause is the facility's network environment. Technical support noted that the network closet had been moved for construction, confirming nk does not have any documentation of this move. On 04/15/2021 a follow up call to the customer confirmed they were able to locate the network closet and found that the switch which was connected to a ups had lost power. The customer restarted the ups, and the switch was operational resolving the reported issue. A review of the serial number history found no recurrence of the issue.

Manufacturer narrative:
The customer stated that they have comm loss at the three (3) rns on the 3rd floor. According to the customer, they can't see any of these devices on the network. The customer checked and reset the switches on the 3rd, 5th and 7th floor and the're still not able to see the devices at the cns. Technical service (ts) spoke to the customer and after a lot of digging found out that the closet where the cns is supposed to be plugged in, had been moved from the 6th floor due to construction. The customer later located the missing switch, which was plugged into a ups that had lost power. After restarting the ups switch, the switch worked and all cns/rns units worked with no issues. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) loss communication with three (3) remote nurse's stations (rns).